Event description:
It was originally reported that the patient stated that he took his dose of pills 45 minutes ago and they should be working. It was noted that there was no known accident or incident related to this complaint. It was noted that the patient had checked his devices and both sides were on and described that he had numbness all over. It was noted that the numbness started about an hour prior to report. It was noted that the patient had never had this type of numbness before. Additional information received reported that the patient did not have concerns with their device or therapy. It was noted ¿wrist band better than pendant.¿ the health care provider confirmed on (B)(6) 2013 the cause of the event was the patient turned on a life alert that he wore around his neck. There were no abnormal impedance measurements. The event was possibly a combination of two signals. One from the ins and one from the life alert. However it did not seem likely since the life alert is not magnetized. The life alert was turned off and the patient obtained a bracelet instead on (B)(6) 2013. The numbness all over body was transient. The patient outcome was noted as no injury. Reference manufacturer report# 3004209178-2013-21455.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va08a54, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).